Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. Investigation is till on going. No root cause determined at this time.

Event description:
The customer reported motor fault error on the vela ventilator. The customer confirmed that there was no patient involvement that was associated with the reported event.